Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation, therefore the investigation is inconclusive for the alleged fluid leak issue. The root cause could not be determined. The device as labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 1809661, implantable port, allegedly experienced a fluid leak. This information was received from a single source. This malfunction involved a female patient with no consequences. The patient's age and weight were not provided.